Manufacturer narrative:
The unit was not available to stryker puerto rico (spr) for evaluation as stated in the information provided since it was taken away by customer. Therefore, the claimed did not work properly condition was not confirmed. Device not returned for evaluation.

Event description:
It was reported that the device did not work and an unspecified amount of blood was unable to be transfused back to the patient. Three devices were used in total. No adverse consequences to the patient were reported related to the event. There was no medical intervention reported.

Event description:
It was reported that the device did not work and an unspecified amount of blood was unable to be transfused back to the patient. Three devices were used in total. No adverse consequences to the patient were reported related to the event. There was no medical intervention reported.

Manufacturer narrative:
The device will not be returned for evaluation at the manufacturer. The device is not available for evaluation.